Event description:
It was reported that when using the manual release, the cot drops down roughly or hops down and is not smooth, it was further reported that there is a hydraulic leak. No pt involvement or adverse consequence reported.

Manufacturer narrative:
Other: hydraulic leak.